Event description:
The customer reported there was a popping noise coming from the high voltage tank area. Also, there were problems with an image on monitors.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.